Manufacturer narrative:
Suspect medical device information provided. The hardware investigation of the returned probe found that the reported event was related to a physical damage issue. As reported, the tip of the probe was twisted. There were also impact marks at the back end of the instrument. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the tip of the thoracic probe was twisted. The procedure was completed using navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.